Manufacturer narrative:
(B)(4). Batch # x96c5e. Investigation summary: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows two green cartridges, the first one apparently fully fired, the second apparently the right side fully fired, and the left side unfired. The second photo shows two tyvek from top view, the first with code gst45g lot: u40468. (Exp. Date: 2023-01- 31). The second with code gst45g lot: 509a36. (Exp. Date: 2024-09- 30). Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished ech45s with lot/batch number x96c5e, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy procedure that on the second firing the device only deployed one side of staples leaving the specimen side open. Patient side staple line was complete and were observed to be properly formed. Unknown if a second device was needed to complete the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, and the left side unfired. Upon evaluation of the reload, the reload sled and the cartridge pan were observed to have been damaged. This damage is concurrent with damage seen when part of the sled is crushed between the cartridge body and the channel of the device. This may have occurred due to improper cartridge loading. No obvious damage to the reload deck was noted, which suggests the reload may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the reload and the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 176c84, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 4/26/2023 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage with a gst45g reload loaded in the device. Additionally, the reload was received with the right side fully fired, and the left side unfired. Upon evaluation of the reload, the reload sled and the cartridge pan were observed to have been damaged. No obvious damage to the reload deck was noted, which suggests the reload may not have been fired over a hard object. No unusual noises were noted during device analysis. The noise heard during use may have been related to firing with the damaged cartridge. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 176c84, and no non-conformances were identified.